Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030673-2024-01032 for the second report. Refer to 8030673-2024-01033 for the third report. It was reported, the sampling port between the inspiratory and expiratory limbs detached easily during patient use; an unspecified non-serious injury was reported. The product was replaced. It was additionally reported, there was trouble ventilating a patient; however, the patient was not harmed, adjustments were made to compensate for the leaking circuit.

Manufacturer narrative:
The device history record for lot 0004254036 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. The root cause could not be determined. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030673-2024-01032 for the second report refer to 8030673-2024-01033 for the third report. It was reported, the sampling port between the inspiratory and expiratory limbs detached easily during patient use; an unspecified non-serious injury was reported. The product was replaced. It was additionally reported, there was trouble ventilating a patient; however, the patient was not harmed, adjustments were made to compensate for the leaking circuit.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in process. All information reasonably known as of 24 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.